Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the anchor broke during the procedure. All pieces were able to be retrieved.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: broken during surgery. Probable root cause: design, insufficient material strength, anchor assembly design not strong enough to withstand impaction, anchor geometry too blunt for effective bone penetration. Process, anchor not manufactured to specification, improper assembly of anchor onto inserter. Application, hard bone, excessive force incorrect angle of attack (too steep/shallow), no pilot hole prepared in the event of hard bone, incorrect instrumentation used to prepare pilot hole. The reported failure mode will be monitored for future reoccurrence. H3 other text : 81.

Event description:
It was reported that the anchor broke during the procedure. All pieces were able to be retrieved.